Event description:
The pt developed "white nodules" immediately after being treated with bovine collagen. The nodules are more pronounced on the left side. The physician examined the pt and prescribed hot packs. He re-examined the pt and attempted to excise the nodules with a 21 gauge needle.